Event description:
New information received indicates that the patient¿s right ventricular (rv) lead delivered inappropriate shock due to oversensing noise, and the patient¿s right atrial (ra) lead exhibited oversensing noise, resulted in inappropriate automatic mode switch (ams). A fracture was also noted on both ra and rv leads. On (B)(6) 2026, the physician elected to cap rv lead, explant ra lead and replace them with new ones. During follow-up after the procedure, the replacement ra lead exhibited loss of capture and inappropriate sensing. Chest x-way confirmed that ra lead was dislodged. During the repositioning procedure, the physician was unable to re-extend the helix of the ra lead. The port was plugged and the ra lead was explanted with no replacement lead implanted. The patient¿s condition remained stable.

Event description:
It was reported that the patient¿s right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to oversensing noise, and the patient¿s right atrial (ra) lead exhibited oversensing noise, resulted in inappropriate automatic mode switch (ams). A fracture was also noted on both ra and rv leads. On (B)(6) 2026, the physician elected to cap rv lead, explant ICD and ra lead and replace them with new ones. During follow-up after the procedure, the replacement ra lead exhibited loss of capture and inappropriate sensing. Chest x-way confirmed that ra lead was dislodged. During the repositioning procedure, the physician was unable to re-extend the helix of the ra lead. The port was plugged and the ra lead was explanted with no replacement lead implanted. The patient¿s condition remained stable.